Manufacturer narrative:
Reporter: occupation is patient/consumer the case was sent to the manufacturer for investigation. There is a low probability of false positives occurring. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. The test does not differentiate between sars-cov and sars-cov-2. Refer to the limitations section of the instructions for use. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).

Event description:
The consumer reported a positive result with the covid-19 at-home test compared to several other covid-19 at-home tests. On (B)(6) 2022, around 5 p.m., the consumer performed a covid-19 at-home test and the results were both positive. One result was from a test with an unknown lot number. One result was from lot 53k33x2t1. On (B)(6) 2022, around 5 p.m, the consumer performed a covid-19 at-home test and the results were both negative using an unknown lot number. On (B)(6) 2022, at an unknown time, the consumer performed a covid-19 at-home test and the result was positive from lot 53k33x2t1. On (B)(6) 2022, at an unknown time, the consumer performed 9 tests with different boxes, from the same lot 53k33x2t1, of covid-19 at-home test and the results were 8 negative and 1 positive. On (B)(6) 2022 and 16-oct-2022, at an unknown time, the consumer performed a covid-19 at-home test and the results were both negative. On (B)(6) 2022, at an unknown time, the consumer performed a covid-19 at-home test and the result was positive. On (B)(6) 2022, at an unknown time, the consumer performed a covid-19 at-home test and the results were negative. The consumer had no symptoms and did not have a pcr test.